Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported separation was verified. The cause of the separation was determined to be manufacturing related issues due to inadequate solvent bond. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as "transfer set mechanism separated at point of contact with patient line making it impossible to twist off connector port on patient line." This occurred during use of the device for peritoneal dialysis therapy. The patient closed the transfer set and cut the patient line from the machine. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.